Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump continuously vibrates and the vibration mode cannot be cleared. Customer's blood glucose was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. No vibrating noted during testing. Unit was received with moisture damaged on motor assembly. No moisture damage on electronic assembly noted. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, partially broken reservoir tube lip and missing reservoir tube retainer.